Manufacturer narrative:
The check of the manufacturing charts of the lot# of the revision modular stem involved (201606360) did not show any anomaly on the 40 revision stems manufactured with this lot #. No other complaints reported on this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Second hip revision surgery performed on (B)(6) 2017 due to implant loosening. According to the info reported, on (B)(6) 2016 the patient underwent a hip arthroplasty (revision surgery of a previous prosthesis) on the right hip. The surgeon implanted a revision stem with a lateralized neck, a cocrmo femoral head and a delta tt cup with a protruded liner. Second revision surgery, done on (B)(6) 2017: according to the info reported, during the first revision of (B)(6) 2016, surgeon did not remove all cement from previous surgery and undersized stem leading to post-op subsidence and stem tipping into varus. Stem, modular neck and femoral head were replaced during the last revision. Event happened in (B)(6).